Event description:
It was reported that patient was revised on a left knee. Sales rep is unaware of the reason for the revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital kept device.